Manufacturer narrative:
(B)(4). Batch # m91e69. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. However, the lockout mechanism was found to be non-functional. The instrument was disassembled in order to evaluate the condition of the internal components and upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred and led to the reported incident. However, no conclusion could be reached as to what may have caused the lockout premature. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, sometimes misfire, clip comes off vessel. Competitive device product was opened. There were no adverse consequences for the patient reported.